Event description:
It was reported that the tensioner is not reliably working. It is not consistent in its movements. Sometimes it sticks or is loose in motion. No delay, no injuries, since this is no case related. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was manufactured in 2010 and shows signs of extensive use. A functional evaluation of the returned device confirmed the stated failure mode. The locking mechanism on the device is seized, rendering the device inoperable. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.